Manufacturer narrative:
(B)(4). The customer returned opened cvc kit with a guide wire and advancer tube for evaluation. The guide wire was separated and showed evidence of use. Visual examination revealed the guide wire was separated from the distal weld. The distal end of the core wire was broken and protruding out of the coil wire. The distal j-bend was not present. The other separated portion of the guide wire was not returned. Microscopic examination of the guide wire confirmed the core wire was broken near the distal end and that the weld was not present at the end of the coil wire. The proximal weld appeared full and spherical. The broken core wire piece measured 495 mm in length which is not within the specification of 596 - 604 mm per guide wire product drawing; therefore at least 101 mm of the core wire are missing. The outside diameter of the guide wire measured 0.806 mm which is within the specification of 0.788 - 0.826 mm per guide wire product drawing. The undamaged end of the returned guide wire was functionally tested per the instructions for use (IFU) provided with this kit which state "advance spring-wire guide into syringe approximately 10cm until it passes through syringe valves." The guide wire was advanced through a lab inventory ars and lab inventory 18 ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire separated was confirmed through examination of the returned sample. The core wire was broken near the distal end. The undamaged portions of the guide wire met all relevant functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.